Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During a remote follow-up, under-sensing and increased r-wave amplitude were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.